Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer¿s final investigation. Occupation: deputy head of medical technology, engineer. Updated fields: d8; d9; d10; e2; e3; e4; g2; h3; h4; h6 and h10. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: damage on cable unit, the endoscopic image could not be displayed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. A corrective and preventive action (CAPA) history review was performed. There was the CAPA identified related to the reported issue ¿due to damage on cable unit, the endoscopic image cannot be displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the subject device (camera head) presented an error message error code e322. The device was replaced with endoeye (rigid video scope) device and the intended an unspecified procedure was completed .there was no patient impact. No harm reported due to the event.

Event description:
It was reported that during preparation for use, the subject device (camera head) presented an error message error code e322. The device was replaced with endoeye (rigid video scope) device and the intended an unspecified procedure was completed .there was no patient impact. No harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that during preparation for use, the subject device (camera head) presented an error message error code e322. The device was replaced with endoeye (rigid video scope) device and the intended an unspecified procedure was completed .there was no patient impact. No harm reported due to the event